Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated she has experienced severe muscle stimulation for the past year that has affected her breathing enough that she now has an inhaler. The patient stated that she had recently been to the clinic where the physician and boston scientific sales representative (sr) attempted to adjust the settings on the left ventricular (lv) lead, with no success. The patient also alleged that her physician has stated the muscle stimulation could be caused by a possible lv lead dislodgement. The sr was contacted in an attempt to obtain additional information and resolution to this event. The lead remains implanted in the patient. No additional information has been received and the investigation is now complete.

Event description:
The boston scientific sales representative stated that the patient has made several clinic visits and the interrogation shows no issues, thus no programming changes are made. There was one time where muscle stimulation was noted and the output was modified. The (B)(6) did state that the patient had recently moved and she is unaware of this instance.